Event description:
The manufacturer has been informed of the passing of a patient who was using a rep dreamstation auto CPAP device. A request was made for all communication to stop. No further details were provided, and there has been no indication that the device played a role in the patient's death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.